Event description:
It was reported that the patient's leadless pacemaker dislodged and migrated into the iliac vein post-implant procedure. It was noted that during initial implant of the device, it appeared to have moved slightly during tether mode. The dislodgement was confirmed via x-ray imaging and a computerized tomography (CT) scan. The device was retrieved and a new one was implanted. There were no patient consequences.